Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18aug2020.

Event description:
The customer reported that the unit will power on and operate in the back ground however the display is blank. The field service engineer (fse) was able to verified the reported problem. The customer reported that the unit was not in use on a patient. The fse replaced the user interface assembly to address the reported problem.